Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.